Manufacturer narrative:
Sample analysis: it was reported the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Coiling treatment was conducted of a lateral vessel in the peroneal. Upon positioning of the coil, it was reported that the coil prematurely detached partially in the lateral vessel and half in the peroneal. An attempt was made to snare the coil unsuccessfully. A drug eluding stent was placed in the peroneal, which caged half of the coil in peroneal to the vessel wall. Angio revealed the lateral vessel occluded as desired. No injury was reported with the patient as a result of the procedure.